Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the front panel (seat switch/led) of the abdominal cavity pressure indicator (digital numbers) does not function and a cracked pinched valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.